Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Visual inspection identified the threads pitch of the low profile locking screw, titanium, 3.5 x 20 mm, sterile, im had damaged and deformed. The hexalobe hole edges had chipped. The anodized blue process had chipped around the device. Functional testing was not performed due to the damage to the device. The part was measured, and no findings were observed with the device returned. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
It was reported that during a lapidus surgery the screw could not be inserted because the thread did not fit. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.